Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the ventricular lead. The lead was capped and replaced on (B)(6) 2017. No further information was provided.